Event description:
Health professional reported, left side capsular contracture, baker grade iii. Healthcare professional, later reported, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Rupture: no observed openings on the device. Additional observations: deformation observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Health professional reported left side capsular contracture baker grade iii. Later, healthcare professional reported rupture for left side. Device has been explanted and replaced.